Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted in 2009. Since three or four months ago, the patient is experiencing severe pelvic pain. Neurologic pain was ruled out by a gynecologist during a pelvic exam. The physician is suspecting an ulcer and is planning to do an exploratory surgery. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years.